Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced. Reportedly, effective therapy resumed post-operative.

Event description:
Additional information revealed the patient also experienced ipg migration and discomfort (pinching sensation) at the site prior to the ipg becoming inoperable.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. In addition, the patient had not recharged the device in approximately 6 months. The ipg was confirmed inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action.